Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a call. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and identified that the cause of the issue was due to battery 2 was not seated properly. Stryker replaced the battery to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.